Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that that the device was given to biomedical engineering for evaluation and it was given back to the ccu.

Event description:
It was reported that while patient was being supported by the cs300 intra-aortic balloon pump (iabp) with a linear 7.5 balloon error code ¿optical sensor module failure ¿ appeared. The console was swapped out without issue and sent to biomedical engineering awaiting evaluation. There was no patient harm and no adverse event was reported.